Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001484780 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The applicable current controls and quality tests were reviewed, and no quality issues or rejections were found. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
It was reported by the customer that there was a small piece of shredded metal within the sheath. Verbatim: needle bone marrow 11gx4in 10ea/ca. A small piece of shredded metal was found within the sheath. Complaint noticed: prior to use. Problem frequency: 1st time. Customer exposure: . Patient injury: no. Has health canada been informed? Unknown.

Event description:
It was reported by the customer that there was a small piece of shredded metal within the sheath. Verbatim: needle bone marrow 11gx4in 10ea/ca. A small piece of shredded metal was found within the sheath. Complaint noticed: prior to use, problem frequency: 1st time, patient injury: no, has health canada been informed? Unknown, qty affected: 1 ea, samples available? No.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a180104. Patient problem code: f26.